Event description:
It was reported to boston scientific corp that a 20fr safety peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure was performed on a female pt in 2009. According to the complainant, while withdrawing the device during an exchange, the device became fractured as they pulled the device out from the stomach. The internal bumper fell in the stomach, and was removed with the snare. Another 20fr safety peg kit was used to complete the procedure. There were no pt complications reported as a result of this event. The pt was reported as having no problems at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a 20fr safety peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure was performed on (B)(6) female patient on (B)(6) 2009 (patients weight is not known). According to the complainant, while withdrawing the device during an exchange, the device became fractured as they pulled the device out from the stomach. The internal bumper fell in the stomach, and was removed with the snare. Another 20fr safety peg kit was used to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported as having no problems at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that only the internal bolster and part of the tubing were returned for evaluation. The tear in the tubing had occurred 2.2 centimeters from the proximal face of the bolster. The tear was jagged in nature. The condition of the returned unit was consistent with the complaint incident that the internal bolster detached from the peg device. During the evaluation the tubing of the peg device was found to be torn jaggedly in two just proximal to the internal bolster. It appears that due to the way the device was being removed or how the device interacted with the patient's anatomy the device tubing was torn in two pieces. From the jaggedness of the tear and the information that the device was being removed when the issue occurred, the most probable root cause is operational context. (B)(4)